Event description:
It was reported that allegedly the fourth top right segment was dim for three devices, fourth top left and top right segment was dim for one device, third top left and fourth top right segment was dim for one device, first top and bottom left and fourth bottom left segment was dim for one device and third top and bottom left segment was dim for one device. There was no reported patient involvement.

Manufacturer narrative:
The reported issue of dim segments was confirmed. The returned display board assemblies were tested using a lvp mockup test fixture attached to a cad pcu. The returned boards were tested by running basic infusions at 888 ml/h and 88.8 ml/h to determine dim or missing segments. Test results identified 7 out of 7 returned lvp display board assemblies with dim segments. The exact root cause was not identified, however prior failure investigations identified the most likely probable cause to be related to the led manufacturing process and/or raw materials. A supplier change notification was issued to improve the manufacturing process. Review of the (B)(6) service history record showed the device had a manufacture date of 11-jun-2014. A review of the device service history record was performed beginning from the date of manufacture to the present date 19-nov-2020 and indicated that this device has not been previously returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 : only display board assembly was received for investigation.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that allegedly the fourth top right segment was dim for three devices, fourth top left and top right segment was dim for one device, third top left and fourth top right segment was dim for one device, first top and bottom left and fourth bottom left segment was dim for one device and third top and bottom left segment was dim for one device. There was no reported patient involvement.